Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that the autopulse resuscitation system displayed a permanent user advisory ua 07 (discrepancy between load 1 and load 2 too large) message. There was no report of any patient involvement and no additional details were provided.